Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, extensive thrombus extending from the level of the iliac and common femoral veins bilaterally. Per the patient profile from (ppf), the patient reports fracture, blood clots, clotting, and/or occlusion of the ivc. The patient also reports distress, mental anguish, anxiety, and stress. The patient submitted herself to a CT scan of the abdomen thirteen years and three months post implantation. The scan revealed that the filter had an extensive thrombus from the filter to the iliac and common femoral veins bilaterally. The patient was told by the radiologist that the filter had also fractured. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that, according to a computed tomography scan, extensive thrombus developed extending from the level of the iliac and common femoral veins bilaterally. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and/or occlusion of the inferior vena cava or the filter does not represent a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. There is nothing in the limited information available for review to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, CT scan revealed that the filter has extensive thrombus extending from the level of the iliac and common femoral veins bilaterally. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.